Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. The probable cause was determined to be breakage of the charge-coupled device (ccd) unit which was caused by stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected the phenomenon: ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.6 describes how to inspect for the subject event as below: inspection of the endoscopic image 1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) medical center. Inspection of the device confirmed the foggy image was caused by a damaged charged-coupled device unit. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on the distal sheath was chipped, multiple components were scratched, label on video connector was peeled, video connector case was cracked, and video cable was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the visera laparo-thoraco videoscope had a tip leak and tip separation. Upon inspection and testing of the customer returned device, foggy image was observed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.